Event description:
Conical extraction screw tip broke intraoperatively during orif lateral tibial plateau, while trying to remove a screw. The tip was not removed and remains in the patient.

Manufacturer narrative:
Subject device is an instrument and is not implanted. The investigation could not be completed; no conclusion could be drawn as no device was returned. The manufacturing records are in the review process.